Event description:
It was reproted by a customer complaint that the pt was seen in the ER for an episode of hyperglycemia. The reporter states that the pt's blood glucose became elevated and pt had large ketones which led to the visit to the emergency room, at the ER the pt was treated with multiple insulin injections. After release from the ER again the pt's blood glucose became elevated with large ketones, this time the elevated blood glucose was controlled at home with an insulin injections. Troubleshooting was attempted along with a new infusion set, cartridge, and insulin. Their physician reportedly has instructed the pt to request a new pump. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.